Event description:
Information was received from a patient (pt) regarding an external device. It was reported that it took a long time to charge and a long time to connect to charge. They think the recharger (rtm) could have slipped out of and hit the floor but wasn't sure. An email was sent to the repair department to replace the rtm. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called back stating they received a new recharger (rtm) and not a new controller. Patient services (pss) reviewed to pt on why a new rtm was sent and not a new controller. Pt reported already documented event. During call pt attempted to charge their implantable neurostimulator (ins) with the new rtm. Pt got no device found, pss walked pt through passive recharge mode. Pt was able to recharge the implant at excellent with a green flashing light. This issue was resolved. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Patient (pt) stated that they received their recharger (rtm) cord replacement but they are still having issues charging their implantable neurostimulator (ins) battery. Pt stated if they do get connected they cannot charge complete or above 60%. Patient services (pss) worked with pt over the phone and tried passive recharge mode but pt still was not able to connect to the ins to charge. The patient was sent a replacement recharger (rtm). No symptoms were reported. Additional information was received from the patient. The reason for call was pt reports for last couple weeks had trouble with stimulator and we sent two antennas and still not working and just spins. Pt states she spoke to amy the rep saturday. Pt has met and worked with the rep. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. The patient called back and repeated they were having trouble charging. They got the new controller and when they plugged in the recharger telemetry module (rtm) it found the device and setup successfully. During the call, the patient (pt) tried to charge implant and found they are able to and are getting poor charge quality. Pt says they thought they could get it to charge yesterday using one of the other rechargers (rtm). They tried that rtm during the call and they said it connected and showed poor recharge quality. Since the patient was using all new equipment, they were redirected to their healthcare provider (hcp) / manufacturer representative (rep).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt). Caller stated patient is having several technical issues. Caller stated patient was able to establish charging with ins during their call on monday with patient services (pss) but then patient stood up and lost connection with ins. Caller stated patient they have had trouble connecting to ins and ins is now dead. In office, controller started at 90% and is now at 50%; ins was in the red and showed "battery low, cannot deliver stim". Technical services (tss) explained passive recharge mode and upon reaching antenna locate (al) screen, caller stated they've been getting numbers in 30s, 40s and 50s but at one point it showed 0. On the call, al screen showed 40-40-40 and average stayed around 40., once recharger was taken off ins, average was around 30. Once recharger was placed back over ins, average was around 78-80 but then dropped to 0 without moving recharger. Tss consulted with repair as patient has extensive recharger replacement history. It was determined that recharger patient is using today should have been returned to repair in january since it wasn't working then. Tss reviewed information with caller and that replacement recharger will be sent and patient should return current recharger(s) they have back to repair. A replacement recharger (rtm) was sent out to the patient.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they are still having problem getting the implant charge, they can get the ins charged up only to 30% for several days. Patient stated they had 5 replacement parts and they are tired of getting refurbished parts. Patient stated it takes forever to charge the implant and finding the implant to charge. Patient services (ps) asked patient to connect with the controller, controller shows ins is red and controller 100% charged. Patient started charging the ins and controller shows excellent quality, and screen will change to poor, recharging needs attention. Patient stated this has been going on for several days. Ps confirmed there is no fall or trauma. Ps asked patient to inspect the recharger for damage and patient said there is no damage on the recharger. Ps reviewed the external devices seem to be functioning as they should. Patient stated she spoke with the rep in february about the issue and left a message for another rep this morning about the issue. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The patient also reported the c over on the controller back door does not fit and they have to tape the cover down. Ps requested the patient be sent the correct cover for the controller.